Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing on their right ventricular (rv) lead. Programming changes were performed to resolve this issue. The patient condition was stable.